Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous mc chemistry results produced by the unicel dxc 800 pro synchron chemistry analyzer. Per customer, two incidents occurred of mc side chemistries giving erroneously low results. One erroneously low patient glucose (glum) result of 6 mg/dl was obtained. Another patient result gave an erroneously low "<" value for an unknown mc side chemistry. The erroneous results were not reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Qc was acceptable prior to event but was not acceptable when run after event. A field service engineer (fse) was on-site: fse observed that the mc sample probe may have aspirated some sample tube gel separator material causing a possible clog in the probe. Fse replaced the mc sample probe and wash collar. Fse realigned the mc sample probe height adjustments. Fse ran qc which was accepted by the customer. Fse ran 20 reps on each of four samples and all passed with acceptable precision for all mc side chemistries. Treatment was not affected in this event, however, upon recur it is likely that erroneous mc results could impact patient treatment. Although hardware issues may have contributed to this event, a clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.